Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet service technician performed on-site evaluation on cardiohelp unit and determined unit would be sent to maquet mahwah service center for repair. Two loaner cardiohelp units were delivered and installed at the hospital. (B)(6) 2013- cardiohelp sensor panel (B)(4) with defective capacitor was retrofitted with new sensor panel (B)(4).

Event description:
Sometime between (B)(6) 2013 reported cardiohelp unit (B)(4) display went blank when pressure flow zero was switch initiated. Display stayed blank for a time and then display indicated a battery low or battery malfunction error message. Unit was in use at the time of the event but no patient was involved. (B)(4).